Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer called and reported that the patient's icp was rising, therefore, the surgeon believed the valve was not functioning properly. As a result, the device was revised. Patient is stable.